Event description:
It was reported that the patient experienced an 'increase in urgency' during the week prior to the report. It was noted that the previous day, the patient had 'no urinary control.' The patient noted that she changed the batteries and she noticed corrosion. It was further noted that when the patient tried to increase the settings on her device, a power on reset (por) screen appeared. No falls or trauma, medication changes or recent medical procedures were reported. The patient outcome was not reported. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v430989, implanted: (B)(6) 2010, product type lead; product ID 3093-28, lot# v430989, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).